Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent dislodgement occurred. The 70% stenosed target lesion was located in the non-calcified and non-tortuous proximal left anterior descending (lad) artery. First, the physician successfully treated a different lesion in the right coronary artery (rca) with a taxus element. To treat the lad, two unspecified 0.014 wires and a 6f runway crossed the lesion. A 3.5x24mm taxus element was advanced but resistance was felt when the sds reached the slightly calcified left main and the physician could not advance the sds further into the vessel. Upon withdrawing the sds, the stent dislodged from the delivery balloon in the left main. The physician withdrew the guide catheter and guide wire into the aorta and advanced a balloon into the stent. The whole system was removed as a unit and the stent was successfully removed from inside the pt. No additional pt complications were reported and the pt's current condition is listed as "stable". This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.